Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple non-isolated inappropriate shocks, which were associated with low r-wave amplitudes. Troubleshooting was performed and the issue was reproducible. Device data were provided for review by technical services (ts). Technical services review of the subcutaneous ECG (s-ECG) indicated the presence of myopotential noise in the secondary and alternate sensing vectors, which appeared to be adequately discriminated. To reduce the risk of further inappropriate therapy, ts recommended programming the device to the alternate sensing vector with 2x gain. It was also noted that the smart pass feature had been automatically disabled due to low signal amplitudes and prolonged intervals, during which the system suspected undersensing. Smart pass was subsequently re-enabled, and therapy was temporarily deactivated. The device was programmed to the alternate sensing vector with 2x gain. At this time, the device remains in service. No additional adverse patient effects were reported.